Event description:
It was reported that the plastic vacuum port has broken off the motor drive unit and that the device will not activate. There was no case involvement, and no adverse patient consequences.

Manufacturer narrative:
Device code other: broken pneumatic switch. Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.